Manufacturer narrative:
Taper ii. (B) (4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event and exact implant date. The info has not yet been received by allergan. Based upon the approximate implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. See related medwatch# 2024601-2010-00238. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection and irritation/inflammation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." "There were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: incisional infection, infection, fever, abnormal healing and wound infection." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band s system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."

Event description:
Surgeon reported the event as, "access port was removed due to infection of the port site. Fair amount of granulation tissue and thin purulent-looking fluid. No frank pus present. Antibiotic therapy prior to removal was unsuccessful." F/u findings: this was a second port and the surgeon feels that the infection may have been present at the time of the previous port revision. Culture results revealed a staphylococcus aureus infection. No sign of erosion was seen. Allergan's investigation is continuing.